Event description:
This lead was capped and replaced due to diaphragmatic stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This previously capped lead was explanted. It was found to have perforated the patients heart. The patient has since been discharged home with no additional issues to our knowledge.